Event description:
During eval of a returned homechoice machine, an overfill situation was identified in the cycle by cycle ultrafiltration (uf) log in 2008, during drain cycle 5. Per the log, the patient's uf reading was 1447 ml indicating the home pt (hp) drained 1447 more than their programmed fill volume of 2000ml. This info gives a total drain volume of 3447ml (2000ml + 1447ml). Based on a review of all available log data combined with available decision tree info, the eval has determined the most probable cause for this is: insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. During a follow-up call with the home pt (hp) on two months later, the hp stated that he did not recall details of the specific incident but does remember that he did drain a large amount of fluid. The hp did not recall experiencing any symptoms of discomfort or fullness. The hp stated that he is doing fine now and has continued on peritoneal dialysis therapy well without any further problems. The hp also indicated tht his peritoneal dialysis nurse changed some of the default settings on the pro card and that since this he has been doing fine. The hp did not have any additional info. No pt injury or medical intervention was indicated at the time of the initial report or during the follow-up call with the hp.

Manufacturer narrative:
Three simulated pt therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy, and alarm logs were downloaded. The event log contained data from 2008 and confirmed the reported difficulty of low drain volume. Per the log the home pt continued draining, although it appeared at a very slow rate. The therapy log contained info from the same month, and contained no device anomalies. The log shows that 5 of the last 6 therapies performed had positive total ultrafiltrations (uf). Per the log, there were 2 bypasses and no manual drains performed. The alarm log contained alarms from the previous month to the original month, and contained numerous low drain volume alarms. A low drain volume alarm is an auto restart alarm. This alarm will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume % (or initial drain volume) was completed. A review of the device's cycle by cycle uf log revealed 1 instance of a possible overfill (therapy started on the same month, during drain 5). This eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Low drain volume alarm: most probable cause is therapy related issues, catheter issues, and catheter positioning resulting in fluid pocketing. This eval has determined that the most probable cause of the overfill discovered during eval is due to insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold.